Manufacturer narrative:
H6. Updated. The investigation is still ongoing.

Event description:
Patient was brought back to cath lab for impella removal, re-access port accessed to maintain wire access, preclose x 1 in place from initial procedure, impella removed over wire, preclose x 1 was tightened down, 5fr sheath was loaded over wire, physician did angiogram and saw small perforation to right common femoral artery, physician was not concerned and did not intervene. Sheath and wire were removed and hemostasis was achieved. Per bedside rn on the day prior while on impella cp support patient was very agitated and moving around, knee immobilizer was in place however patient was still moving right leg significantly.

Manufacturer narrative:
B5 has been updated to incorporate new information that was not included in the initial report. The revised b5 provides a complete and accurate event narrative. Corrected information was provided in b3 (date of event). Upon review, the event date was corrected based on newly received information. The cause of the access site adverse event was use related as bleeding resolved by stopping heparin. The cause of the perforation was not determined due to insufficient clinical details.

Event description:
An 86-year-old woman was admitted with an acute myocardial infarction-related cardiogenic shock requiring temporary mechanical circulatory support. An impella cp heart pump was placed through the right femoral artery. After the device was inserted, the patient developed ongoing slow bleeding at the insertion site. The clinical team repeatedly changed the dressings, adjusted the insertion angle, and attempted to tighten the closure device that had been placed at the start of the procedure. At the time of the bleeding, the patient had activated clotting time (act) 198 and partial thromboplastin time (ptt) 100.5. The physician discontinued heparin and the bleeding improved. The patient required a total of five units of blood during this period and had bleeding from other intravenous access sites as well. The next day, the patient was taken back to the procedure room so the impella cp could be removed. Preclose was used as closure device. Angiogram of the right artery was performed and small injury of the right common femoral artery was observed. Because this injury was minor, the physician decided that no repair was necessary. According to the bedside nurse, on the day before removal, the patient had been extremely agitated while on impella support and repeatedly moved her right leg despite having a knee immobilizer in place. The original complaint concerned patient injury/bleeding. The patient¿s advanced age and possible fragile vessels, as well as the significant agitation with repeated leg movement are factors that increase the risk of bleeding and arterial wall injury. The impella cp pump performed as expected and was removed successfully. Hemostasis was achieved after removal, and no unplanned surgical intervention was required. It is to be noted that the preclose closure device is not a recommended practice and might have influenced the event. It is also to be noted that the company recommends an act between 160-180 during impella support while the act in this case was mentioned to be 198. This might have also increased the bleeding risk.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient had impella cp to right femoral, patient had oozing at insertion site, multiple redressing changes performed, angle matching. The physician attempted to tighten the preclose, activated clotting time at the time 198 and partial thromboplastin time 100.5, physician weaned off of heparin and after bleeding resolved. Survival outcome at explant is survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to correct information provided in a previously submitted MDR, to include new information, and to document the investigation summary. B5 has been updated to incorporate new information that was not included in the initial report. The revised b5 provides a complete and accurate event narrative. H6 health effect ¿ clinical code e051101 (great vessel perforation) has been corrected to e0511 (perforation of vessels). H6 health effect ¿ impact codes f12 (serious injury/illness/impairment) and f1903 (device explantation) have been removed. H6 component code, type of investigation, investigation findings, and investigation conclusion codes have been updated to reflect investigation closure. Investigation summary. Major bleed/asae: the cause of the access site adverse event was use related as bleeding resolved by stopping heparin. Vessel perforation (peripheral)/patient device interaction: the cause of the perforation was not determined due to insufficient clinical details.